Manufacturer narrative:
Event site name, address, postal code, and telephone: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) emits a beeping sound when not connected to power, which stops once the unit is plugged in. The specific circumstances under which this event occurred are unknown. There was no patient involvement associated with this issue. A getinge field service engineer (fse) was dispatched to evaluate the unit. During the on-site inspection, no faults were identified, and the equipment was found to be functioning normally.